Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that the pump experienced issues of not alarming when meeting resistance during infusion. The patient was receiving an infusion of cetuximab which was given undiluted in an empty bag. The empty bag used was a 500 ml ICU medical bag 7951-53. The clinician started the 2-hour infusion at 225 ml/hr. Via a port (bd safe step 20g 0.75 ref lh0031) at 10:36 am. At 12:20 the clinician noted thee bag was nearly full. The pump indicted 286 ml's had infused but it appeared approximately 50 ml infused. The tubing was not clamped. The pump was at the heart level. The implanted port had a good blood return. The pump was switched. The patient had to leave with 50 ml vtbi. There was patient involvement but no harm.